Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the infusion set's tubing became detached from the infusion set at the infusion site. Therefore, the patient could not continue to use set for insulin therapy. His blood glucose level was 250 mg/dl approximately at the time of the event. Moreover, the patient did not notice any damage to the infusion sets when the package was first opened. Further, they replaced the infusion set and insulin was resumed successfully. No further information available. .